Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. The issue was observed via x-ray. In turn, the patient underwent surgical intervention on (B)(6) 2021 to address the issue. During the procedure, the lead was repositioned but high impedances were observed. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.